Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found visual inspection revealed grommet damage and rounded set screw.

Event description:
It was reported that during implant attempt, the svc set screw found in the connector block of the ICD was not working. The lead was not secured from the first time. No engagement occurred between the lead and svc socket. No patient complications have been reported as a result of this event.